Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the leads and implant kept coming to the top of the skin and they were able to hold the lead in their fingers just under the skin. They reported that it has been implanted or revised three times. It was near the skin, shallow, and protruding for well over a year. No further device issue alleged / identified. No further patient symptoms or complications were reported.